Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported a battery failure alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
G4: 14feb2020 b4: (B)(6)2020. Technical support provided a quote for a new battery per the customer's request. Although requested, patient's information was not provided and no further repair information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04mar2020. B4: 05mar2020. The defective battery has a manufacture year of 2009, which is past its life expectancy of 5 years. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13jan2020. B4: (B)(6) 2020. H11: correction to the patient code and device code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.